Event description:
Additional information received from the account: the procedure was a lap hysterectomy. The seal was damaged. After inserting the trocar and trying to twist the expandable portion it was broken

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the seal of the device leaks and expanding part is broken. The was no patient harm, no part of the instrument broke inside patient cavity, no surgical time was delayed by more than 30 min, no blood loss of more than 500cc, the patient is currently doing well. Patient weight is unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Both the anchoring ports and spiked trocars were received. Visual inspection of the anchor tabs on both instruments revealed no abnormalities. Microscopic inspection of the ports revealed damage to the envelope seals with a piece disengaged from both ports; the disengaged pieces were not received with the instruments. Functionally, the trocars were inserted into the ports with no binding or difficulty. The instruments were applied to test media; the knife blades cut cleanly and completely through the media, allowing the cannulas to pass through. In addition, the anchors deployed when the actuator knobs were actuated. Further functional testing could not be performed due to the damage. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the damaged seals and the reported condition was confirmed. Replication of the observed damage may occur if the seal makes contact with a sharp object during use. The file will be closed as misuse of the product and not confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.